Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported the insulin pump had alarmed button error. The customer's blood glucose was 160 mg/dl. It is unknown if troubleshooting was performed. The insulin pump is returning for analysis.

Manufacturer narrative:
All buttons functioning properly. However, found slight corroded keypad traces. No button error alarm during our testing. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near the display window corners, cracked display window and minor scratches on the display window noted.